Manufacturer narrative:
No lot number has been provided; therefore a review of the manufacturing records could be performed. Although recurrence of the hernia has not been confirmed, recurrence is listed in the adverse reaction section of the IFU as a possible complication. Based on the information provided, an association with bard perfix plug repair and the two hernias noted on the ultrasound cannot be determined. The md recommends further assessment through a CT scan is needed to make the determination. At this time, no conclusion can be made as to the degree to which the mesh implant may be associated to the two hernias that were noted on an ultrasound. Should additional information be provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It is reported that in 2014 the patient underwent repair of a hernia using a bard perfix plug. Immediately in the postoperative period the patient reported pain that did not resolve. The patient is currently being evaluated for a hernia recurrence, as two hernias were noted on an ultrasound in the regional area of the mesh. The md reports that at this time an association to the mesh cannot be determined and that he recommended to the patient that she undergo additional testing (CT scan) to further assess the hernia location. No additional surgical intervention has been scheduled at this time. To date the CT scan has not been scheduled and the md notes that there is no additional information to be provided, he has stated that he will contact davol if / when further information is available.